Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an event of high blood glucose level on (B)(6) 2024. Patient first visited to emergency room and later was admitted to hospital. Blood glucose level was 600 mg/dl at the time of the event. Patient was found to be positive for ketones. Patient took insulin injection for the treatment. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.